Event description:
Crm received information that during a normal device change out procedure, this implantable right ventricular (rv) pacing lead separated at the terminal pin. It was noted that the cathode and anode portion of the lead had separated from each other. There were no allegations regarding lead performance prior to the change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. Should any additional information become available, this event will be updated.